Event description:
The customer reported bronchovideoscope is unable to display image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, ig tube coat peeling was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to damaged image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection ¿3.3 inspection of the endoscope¿ ¿3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 1 visually and by hand check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel and scope connector. 2 visually confirm that there are no bends, twists, bulges, or other abnormalities near the boundary between the oredome part and the insertion part. 3 cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and parts on the outer surface of the insertion tube including the curved part and tip. Visually check that there are no abnormalities such as missing parts. [Inspection of endoscopic images] 1. Observe the palm, etc. Using normal light observation images, nbi observation images, and rdi observation images. 2 .confirm that the illumination light is emitted. 3. Adjust the light intensity to an appropriate brightness. 4 .check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image, nbi observation image, and rdi observation image. 5. Operate the ud angle lever of the endoscope to bend the curved part. Olympus will continue to monitor field performance for this device.